Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine visit. Upon review, it was revealed that the right atrial lead was over-sensing noise. Also, it was noted that atrial lead impedance has been trending down since 2009. Programming changes were made. Patient was stable.